Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was presented in clinic for device change-out procedure. Premature eol was observed. It was noted that the device was not able to be interrogated. No further information available.